Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in to report back pain and to turn down their stimulation. Patient had terrible back pain and felt it more on the left side of their hip and around their ins. Patient said that it felt sore but it was not painful. Patient said that stimulation was a little uncomfortable and wondering if their back pain had anything to do with their implant. Patient was feeling sore in the implantable neurostimulator (ins) area and having trouble with their back pain more than ever right now. Patient said that they fell in the basement last (B)(6) 2016. Patient was considered decreasing amplitude but it did not eliminate the uncomfortable stimulation. Patient asked how to turn down stimulation and when they tried using their patient programmer (pp) the screen was blank. Patient removed the batteries and replaced with new ones to get it to work. Patient started at 1.9v and is now at 1.8v where they will test to see if that helps. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor